Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure there trouble moving the stylet through implantable pacing lead (ipl). The physician suspected blood as put in the lead accidentally. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.